Event description:
It was reported that the patient experienced a severe low blood glucose of 39 with an unclear cause, received ems transport to the emergency department for observation, and was treated with oral glucose and fluids; the event also led to a shortage of cartridges and connectors, for which replacement supplies were arranged. Symptoms included hypoglycemia, dizziness, and muscle weakness. Outcomes included unexpected medical intervention with medication required. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.